Event description:
It was reported that guidewire fracture occurred. A pt2 light support 18 5cm straight guidewire was selected for use. However, during unpacking, the guidewire was found to be fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable following the procedure. It was further reported that the target lesion was 70% stenosed, moderately tortuous and moderately calcified. The device was completely removed from the patient.

Manufacturer narrative:
Device evaluated by MFR: a pt2 light support 185 cm straight guidewire was returned for analysis. The unit was returned with its original box overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. A visual inspection identified the body of the guidewire was kinked. Kinks were found on the device. However, no further issues were noted. The complaint of fracture was not confirmed.

Manufacturer narrative:
B5. Describe event or problem updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, such as if the device was able to be fully retrieved from the patient, but further information was unable to be obtained.

Event description:
It was reported that guidewire fracture occurred. A pt2 light support 185cm straight guidewire was selected for use; however, during unpacking, the guidewire was found to be fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable following the procedure. It was further reported that the target lesion was 70% stenosed, moderately tortuous and moderately calcified. The device was completely removed from the patient.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, such as if the device was able to be fully retrieved from the patient, but further information was unable to be obtained.

Event description:
It was reported that guidewire fracture occurred. A pt2 light support 185cm straight guidewire was selected for use; however, during unpacking, the guidewire was found to be fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable following the procedure.